Event description:
Information was received that the explanted lead was not discarded, and it has been received for analysis. Product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Lead analysis was completed. The lead fracture allegation was not confirmed. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since the lead connector, and electrode array section were not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. No further relevant information has been received to date.

Event description:
It was reported that the patient complained of intermittent pain in the chest and neck from the vns. The patient was referred for prophylactic replacement, unrelated to the painful stimulation. It was noted that the patient had a sore throat that the doctor believed was related to an illness such as the flu, and he thinks this possibly made the patient more sensitive to vns stimulation which caused the painful stimulation. After settings were decreased the patient was no longer complaining of pain and therefore settings were increased back to normal. It was then reported that during generator replacement, a lead fracture was observed by the surgeon therefore the lead was also replaced. It was noted that the fracture did not appear to be due to surgeon error. No other relevant information has been received to date.